Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. No intervention was performed. Patient status was not provided.

Event description:
New information received notes that the right atrial (ra) lead also had failed to sense and failed to capture, and noise over-sensing resulted in inappropriate mode switch episodes. The ra lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Manufacturer narrative:
Correction: failure to capture and failure to sense were coded in error and should not have been reported as there were no such complaints against the lead.

Event description:
It was reported that the right atrial (ra) lead exhbited noise over-sensing resulted in inappropriate mode switch episodes. The ra lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.